Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the master tool manipulator right (mtmr) and performed a case observation. The fse did not notice any other issue. The system was tested and verified as ready for use. Isi received the mtmr part involved with this complaint and completed the device evaluation. Failure analysis investigation was unable to reproduce the reported failure, but could be confirmed as having occurred via field error logs. The arm was installed onto the system and powered up normally. Sine cycle was performed without any issues. The axis 4 motor will be replaced as a precaution. The mtmr had no trouble found. Based on the information provided at this time, this complaint is being reported because the system unavailability after first port incision could lead to a conversion, which in the past has caused an injury due to the patient¿s inability to tolerate the open procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a repeated recoverable fault 23025 occurred on the axis 4 of master tool manipulator right (mtmr). The customer pressed "recover"; however, the same issue persisted. An intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed the error via onsite and advised the customer to perform a power cycle of the system. The customer power cycled the system; however, the same issue occurred intermittently. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the clinical sales representative (csr) and obtained the following additional information: during a robotic assisted left hepatectomy, the customer encountered right master tool manipulator (mtmr) failure. The procedure was converted to laparoscopic surgery while the mtmr was being replaced by a field service engineer (fse). The procedure was later completed with the da vinci system. There was no reported injury or harm to the patient. The customer did not encounter any issue during set up of the system and there was no issue with the port placements. They did not inspect the system prior to use. The procedure was in progress for 4 hours when the issue occurred. The patient did not experience any post-surgical complications. There was no video recording of the surgical procedure available.